Event description:
It was reported that the patient was experiencing inadequate pain relief despite of program optimization. The patient was also experiencing itchiness near the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulator (scs) removal procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date of explant.